Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was depleting faster than expected. It was also reported that the patient had been feeling vibrations coming from their body. At this time, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that the patient with this crt-d underwent a surgical procedure and this product was explanted and replaced.